Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and the reported complaint was duplicated. Installed a known good sensor cable, corrected as needed, and connected to gde (gas delivery engine) test station. Gde was switched into user mode, and ventilation was started with the adult default settings. Gde passes all three parts of the extended system test. Put the unit in standby mode and checked the air regulator and o2 (oxygen) relay calibrations, which were out of specification. Air regulator was adjusted, blender calibration was performed, power was cycled into user mode, and blending accuracy was tested. Gde has been reading within specification, and fraction of inspired oxygen (fio2) and external analyzer readings were also within specification. There are no anomalies in the gde, and the fio2 readings are within specification. The reported failure was isolated to the o2 relay assembly adjustment out of specification. Calibration may have been tampered with as the torque seal was broken on both the relay and regulator assemblies. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen failed while on a patient on the avea ventilator. The customer confirmed that there was no patient harm associated with the reported vent.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.